Event description:
It was reported there was high capture threshold on the lead. The pace/sense portion of the lead was capped and replaced. The defibrillation portion of the lead remained active. There were no adverse consequences to the patient.